Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 1/6/2025: both ar-7288 fibertape sternal closure were tensioned with an ar-7820 fibertape cerclage disposable tensioner, which was also used to tension down the ar-7288 fibertape sternal closure that was used to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/31/2024, it was reported by a sales representative via sems-06745374 that two ar-7288 fibertape sternal closure did not tension down the knots when tensioned. This was discovered during a procedure. The patient was not harmed. No further information was provided. Additional information received on 1/3/2025: this was discovered during an rtsa procedure on (B)(6) 2024. Everything was removed from the patient. The case was completed by cutting and re-tying over the knots with a new ar-7288 fibertape sternal closure. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation or surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.